Event description:
Upon review of the medical records received for a separate event, it was discovered that the pt was hospitalized from (B)(6) 2013 for peritonitis. The pt was taken off peritoneal dialysis (pd) and placed on hemodialysis during his hospitalization. No further info was provided.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medica records were received and reviewed by post market surveillance clinical staff. It was noted that the pt was hospitalized with cloudy peritoneal dialysis effluent. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the diagnosis of peritonitis. A supplemental report will be submitted upon completion of plant's investigation.